Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the device is giving inaccurate vitals and inflates then deflates with a high reading. The device was in clinical use. There was no report of patient or user harm.